Event description:
Information received indicates the brake and steering will not hold.

Manufacturer narrative:
The technician found a broken weld on the brake/steer bracket and replaced it to repair the bed.